Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during diagnosis procedure. The procedure got delayed and completed by moving the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that images were not captured during a procedure. Upon troubleshooting, philips field service engineer (fse) found that the actual error was unable to move the table, and user submitted a call stating unable to acquire images. To resolve the issue, fse replaced the horizontal motor of the table and performed the calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images were not captured during a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.